Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small pericardial effusion occurred following implant of a semi-permanent pacing lead within twenty-four hours of implant. Treatment was given. One month later the lead was explanted and replaced. The patient is stable and recovering well. No further patient complications have been reported as a result of this event.